Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump has a cracked display screen and battery compartment. Customer's blood glucose reading was 140mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked lcd window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at display window corner and missing end cap sticker. No crack on lcd glass noted.